Manufacturer narrative:
(B)(4). Medical device - batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the patient¿s gender and bmi? What color and product code cartridges were used throughout the creation of sleeve? Does the surgeon routinely wait 15 seconds prior to firing? Does the surgeon pulse fire or use one continuous firing stroke? Were any staple formation issues noted throughout the care of patient? When hb level was 8.5, was treatment delivered to patient? How long post op was hb level 5.9 found? Did surgeon find active bleeding during reoperation? How large was the hematoma? Was a transfusion required? What day was patient discharged? What is the current patient status?

Event description:
It was reported that a patient who has been operated on a sleeve gastrectomy on july 16 has been reoperated during the weekend of 27-28 of july. Reason for reoperation was the fact the hb levels dropped significantly. First day post operative the level was 8,5 and dropped til 5,9 in the weekend of 27-28 of july. Therefore, i.c.m. With illness of the patient, the decision was made to do a relaparoscopy. Once inside the abdomen, a hematoma was seen on the entire stapleline of the sleeve. This was oversewed to stop this issue.

Manufacturer narrative:
(B)(4). Additional information requested and received: what was the patient¿s gender and bmi? Unknown. What color and product code cartridges were used throughout the creation of sleeve? Unknown. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon pulse fire or use one continuous firing stroke? Continuous. Were any staple formation issues noted throughout the care of patient? No. When hb level was 8.5, was treatment delivered to patient? Unknown. How long post op was hb level 5.9 found? Unknown. Did surgeon find active bleeding during reoperation? Unknown. How large was the hematoma? Unknown. Was a transfusion required? No. What day was patient discharged? Unknown. What is the current patient status? Patient was stable and discharged to home.